Event description:
On 02 june 2020, neotract was notified of a physician experiencing a bone strike on two (2) delivery devices which did not deploy properly during a prostatic urethral lift (pul) procedure. On 29 june 2020, neotract¿s investigation of one of the returned devices indicated that the needle had fractured and approximately 1mm of the needle tip was missing. The physician was notified of the missing needle piece. On 15 july 2020, neotract was informed that the physician declined further action stating that he was not concerned of any patient harm.